Event description:
A physician performed a kyphoplasty procedure on a pt at level t7 for a difficult vertebral compression fracture. It was reported an anterior and lateral bone cement extravasation occurred. The procedure was completed successfully. Reportedly, the pt was "ok and stable." No additional info was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.